Event description:
It was reported that, "the locking wire of the liner failed. Had eccentric wear. Cup was very vertical. Surgeon speculated that the failure of the liner was due to the cup positioning."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.